Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Caller states that a patient reportedly received the following results on the inform system within 10 minutes: 56 mg/dl and 90 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, strips have been consumed. Replacement was sent.